Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the proximal femoral nail (antirotation) pfna broke postoperatively at the hole for the pfna blade. Revision surgery was performed to address the broken nail and the nail was explanted. This report is for one unknown pfna blade. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown pfna blade. Part and lot numbers were not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. Implant and explant dates were not provided by reporter. (B)(4) revision surgery. There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.